Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture and capsular contracture, baker grade ii.

Event description:
Physician has reported a left side device rupture and capsular contracture, baker grade ii. The device has been removed.